Manufacturer narrative:
(B)(4). Batch #522a71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 522a71, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during an unknown procedure, the device, loading the reload, firing stopped. Knife return switch was used to return the staple. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.